Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
It is reported during an unknown hand procedure on (B)(6) 2012 the compressed air motor would not shut off. There was no procedure delay reported. No further information is available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned and no further investigation could be performed. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01428.